Event description:
New information was received. The procedure was aborted before incision, but after anesthesia .

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a spinal procedure. It was reported that the camera faulted right before surgery. A manufacturing representative (rep) checked the ndi tool box to find that temperature, bump, and battery had faulted at the same time. Surgery was aborted. The rep also stated that the camera handle clip was damaged. The probable cause of this issue was that this was an old camera with a depleted battery. There was no impact on patient outcome. Additional information was received. It was reported that the case was rescheduled and completed the following week.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: camera 9735821 vega base s8 svc lot number - p900249 cable 9735843 camera ethernet kit s8 svc h3/h6: the system was serviced in the field and the camera and ethernet cable were replaced. Codes b01, c02, and c02 apply. The camera was returned for analysis. Analysis found that it was in very poor condition with many nicks and deep scratches including both lenses. A check of the event log showed intermittent firmware incompatibility dating back to (B)(6) 2017 as well as intermittent illuminator current low dating back to (B)(6) 2018. There was a battery voltage low message along with bump detected and storage temperature exceeded. The psu also failed an accuracy test (aak) at .354 mm with a passing threshold of .25 mm. Codes b01, c02, and d02 apply. Codes b17, c20, and d15 apply to the ethernet cable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.